Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned no investigation could be performed. No serial number was provided to mmdg and so no DHR review could be completed. The initial reporter did state that the patient experienced a delay in therapy. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump was alarming an error code 10 and they were unable to shut it off to reset it. During a follow up conversation with mmdg they stated that they did received a replacement pump the next morning. They stated that the patient did miss their night time feeding because they do not tolerate bolus feedings well, and that they patient was doing well after the delay. [Complaint (B)(4)]